Event description:
The lab created a second slide for qc from the original vial that was signed off as negative. The second slide showed one group of ascus cells with (B)(6) changes but there were no ascus changes in the first slide. This is evidence of poor collection, customer is happy to proceed using the t2000.